Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter. During the procedure, a 3max reperfusion catheter was used inside a 5max reperfusion catheter and a synchro2 were advanced to the m2 along with an optimo guide wire 9fr. After the 5max reperfusion catheter reached to the target area, the 3max reperfusion catheter and the syncrhro2 were pulled back. The 3max reperfusion catheter became stretched and fractured. The distal part of the 3max reperfusion catheter remained inside the 5max reperfusion catheter. Aspiration for the target area was conducted with the 5max reperfusion catheter and partial recanalization was succeeded. After the procedure, the patient's condition was well. Physician's comment: since I manipulated the devices as usual, I cannot understand what caused this event.

Manufacturer narrative:
Result: the 3max reperfusion catheter is stretched and fractured approximately 141.5 cm from the hub. The break site is in the middle of the catheter shaft polymer material and shows severe material deformation and stretching. Conclusion: the device was returned for analysis and has been evaluated. The compliant indicates when the 3max reperfusion catheter and the synchro 2 guide wire were pulled back; the 3max reperfusion catheter was stretched and fractured. Evaluation of the returned device confirmed stretching and a fracture in the shaft of the 3max reperfusion catheter approximately 141.5 cm from the hub. The break site shows severe material deformation and stretching indicating that the catheter was pulled with a force greater than the tensile strength specification of the polymer material. It is possible that tortuosity in the patient's vessels may have caused resistance during the retraction of the 3max catheter and the syncrhro 2 guide wire. Severe ovalization or kinking in the 5max reperfusion catheter may also have created resistance when the 3max reperfusion catheter and guide wire were retracted however; the 5max catheter continued to be used for the remainder of the case, indicating that the catheter was not damaged. The 5max reperfusion catheter was not returned for evaluation. The IFU for these devices states that the devices should not be advanced or retracted against resistance to prevent further damage to the device.